Manufacturer narrative:
Additional information provided: b3 & d.11. Correction on initial report: b.5. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an over infusion. Per the reporter, the medication was programmed to infuse in "360 minutes," but infused in "120 minutes." There was no patient harm. Although requested, no additional event details or patient information was provided.

Manufacturer narrative:
Investigation conclusion: the report of an infusion completing sooner than expected was confirmed in the logs. The review of the pcu event log identified an infusion of potassium phosphate (drug ID 296) which was programmed with for a duration of 2 hours. The user later, selects the device and the infusion duration was changed to 1 hour. The device was selected again, and the rate is changed to 83.3ml/hr. The log records the infusion completes and the device was channeled off. Testing performed on the source pump module found the device infusing in specification. Device inspection: pump module s/n (B)(6). The source pump module was received in good condition. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported complaint that the infusion completed sooner than expected is the result of programming. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 11jun2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 08oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was an over infusion. Per the reporter, the medication was programmed to infuse in "360 minutes," but infused in "120 minutes." There was no patient harm. Although requested, no additional event details or patient information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no patient demographics provided.

Event description:
It was reported that there was an over infusion. Per the reporter, the medication was programmed to infuse in "360 minutes," but infused in "120 minutes." There was no patient harm. Although requested, no patient information provided.